Manufacturer narrative:
The investigation determined that discordant (B)(6) results were obtained from a single patient sample when tested with vitros ahcv reagent on a vitros eciq immunodiagnostic system compared to reactive results from non-vitros methods. Root cause for the unexpected reproducible (B)(6) vitros ahcv results could not be determined; however, the possibility that an unknown sample interferent, an unexpected vitros ahcv reagent performance or inappropriate pre-analytical sample processing had contributed to the results could not be ruled out.

Event description:
A customer obtained discordant, reproducible, (B)(6) results from a single patient sample when tested with vitros ahcv reagent on a vitros eciq immunodiagnostic system compared to reactive results from non-vitros methods. Patient sample results: 0.06, 0.08, 0.06, 0.07, 0.06 s/c vs expected >=1.00 s/c biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) results were reported outside of the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of this event. (B)(4)